Manufacturer narrative:
E1 - initial reporter establishment name- (B)(6). E1 - address- (B)(6). The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the rigid optical laparoscope had a chip in the lens. The event occurred during inspection for use.there were no reports of patient harm